Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - it was reported that the pin driver was getting stuck on drill. Unknown surgical delay. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that hp power pin driver was received unattached from its mating device, therefore the reported jammed allegation was not confirmed. No defects that could have contributed to the reported condition were observed. A dimensional inspection was performed for the hp power pin driver and met specifications. However, functional test was not performed since the reported drill was not returned for evaluation. The overall complaint was not confirmed as the observed condition of the hp power pin driver would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: a4, d9 corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the pin driver was getting stuck on drill. Unknown surgical delay.